Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin infection and they inserted a new sensor in the arm and experienced pain. The next day on (B)(6) 2025, the pain worsened, and the patient decided to remove the sensor early. The patient developed pimples and an infection under the sensor patch. On (B)(6) 2025, the patient consulted a physician who physically examined the area, diagnosed the patient with a staph infection, and prescribed a course of oral antibiotic medication (cephalexin 500 mg tablets, unspecified duration). At the time of the report the infection had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.